Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing blood glucose levels up to 400 mg/dl. Caller alleges the infusion set catheter is damaged near the connection to the pump; it was completely bent and broken. No adverse event reported. Requested return of the alleged device for evaluation.